Event description:
Reference number (B)(6). Event occurred in australia. It was reported that the patient experienced a hyperglycemic episode on (B)(6) 2026, which was successfully managed with self-administered correction bolus via insulin pump resulting in stable blood glucose levels with no reported complications. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).